Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported inflation issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 90% stenosed posterior descending artery. A 2.0 x 15 mm mini trek balloon catheter was advanced to the lesion without resistance. The balloon was inflated to nominal pressure without issue; however, the balloon had difficulty deflating. It took much longer than usual but it did completely deflate. Additional dilatation was performed with a 2.0 x 12 mm mini trek balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.